Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current measurement, sleep current measurement and displacement test. All buttons function properly. No unexpected no delivery/occlusion alarm, stuck button error alarm, power/battery alarms/alerts or back light anomaly noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found no unexpected no delivery/occlusion alarm in the event date of 26-nov-2024. No stuck button error alarm found in the pump history file/trace. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records a month before the event date of 26-nov-2024.the j1 connector on pcba 1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the keypad assembly, electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.8 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads and cracked case along the side of the battery tube. No delivery/occlusion alarm, keypad/button unresponsive/button error alarm, back light anomaly and charge/battery lasts less than expected was not confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery not lasting, backlight was dimmer, insulin flow block alarms and buttons are unresponsive. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-442ag, mmt-1884l. Customer reported a short battery life or a low battery alarm. Customer reported a backlight anomaly. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-342. No product return is required for mmt-442ag. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.